Event description:
It was reported that a caregiver disconnected the ilet pump from the user after the ilet displayed low glucose, sensor unavailable, and sensor error alerts while the patient was using a newly applied libre 3+ sensor; the sensor was being compressed during sleep and readings resumed after the patient changed position, with glucose subsequently reading 127 mg/dl. Investigation of this case revealed sensor unavailability and error notifications associated with the libre 3+ and a low glucose alert on the ilet. No symptoms associated with low glucose reported. Outcomes included oral carbohydrate administration. It was concluded that the cause of the low glucose event was unclear. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.